Event description:
Received an electronic report from a hemodialysis facility. The event reported that the patient has just begun their hemodialysis treatment when the saline side arm of the bloodline tubing separated from the blood line. There was no report of patient injury. The lines never filled entirely with the patient's blood. The dialysis treatment was topped and new bloodlines were set up and the treatment was completed as prescribed. The patient did have a 50 ml blood loss but has not had any ill effect. The patient was discharged to home at the end of their therapy. A sample is available for an evaluation.

Manufacturer narrative:
Section f: (3) fms abbeville, 904 john m hardy drive, abbeville, la, 70510, (4) ena darby, rn, (5) 337-893-7577, (6) 05/10/2006, (7) initial, (8) 06/08/2006, (9) 2 months, (10) patient code: 2199, device code: 1562, (11) no, (12) dialysis facility, (13) yes. 05/12/2006, (14 reynosa manufacturing, fresenius medical care, na, 9004 travis drive, pharr, tx, 78577.